Event description:
This case was reported by a consumer and described the occurrence of an allergic reaction in a (B)(6) male pt who received double salt dental adhesive cream (super poligrip extra care with poliseal (zinc free formula)) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent conditions included open wounds from teeth extractions performed on (B)(6) 2012. On (B)(6) 2012, the pt started double slt dental adhesive cream. At an unk time after starting double salt dental adhesive cream, the pt experienced irregular heartbeat, dim vision, hearing decreased and cardiac discomfort described as "I felt like I had lightening strikes going through my heart." The pt attributed these events to an allergic reaction to double salt dental adhesive cream. This case was assessed as medically serious by gsk. Treatment with double salt dental adhesive cream was discontinued on (B)(6) 2012. At the time of reporting, the events were resolved.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2012-00083. Super poligrip is manufactured in (B)(4). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).